Event description:
The customer reported that he was receiving no delivery alarms on the insulin pump. His blood glucose was 445 mg/dl, which was treated with manual injection. The customer stated he changed sites and tubing and it did not work. The customer stated it would work when he would push the plunger and insulin would exit, however he would receive no delivery alarms when placed in the pump. The customer declined to troubleshoot, but stated he knew it was not issues with the set and reservoir. He was advised to revert to a back-up plan. The customer was using apidra insulin with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.